Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section e1. Initial reporter phone: (B)(6). A non-sterile galaxy g3 2mm x 2cm xsft was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the coil was noted to be outside the introducer. The device was inspected under microscopic magnification, and it was found that the embolic coil was severely stretched as a result of the stretching the internal blue fiber was exposed and broken, and it remains attached to the resistance heating (rh) coil. No other damages were found in the device. The re-sheathing tool was found to be undamaged. The issue documented regarding that could not be delivered was confirmed based on the damages noted in the coil which are suspected to be the result of the difficulties experienced during the coil advancement. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil stretching. The damaged conditions of the embolic coil was not originally reported in the complaint. With the information available, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 30513167 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as coil damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, the galaxy g3 2mm x 2cm xsft (glx120202/ 30513167) coil was used as a second coil. When pulled from the packaging folder, the stopper of the galaxy g3 xsft coil was found to be slightly broken, but the physician decided to use it because the defect was small and could be used. Attempted to insert the coil into the unspecified microcatheter (mc), but could not be delivered well, so the galaxy g3 xsft coil was retrieved. Replaced with another new coil with the same product code, which could be used with no problems. A total of 2 coils were implanted, confirmed to stop gastrointestinal hemorrhage, and the procedure was completed. Based on the product analysis of the device received, the embolic coil is stretched.